Event description:
A patient underwent a coiling procedure with the penumbra coiling system for a ruptured mca aneurysm . There was extreme tortuosity present in the ica, resulting in prolonged microcatheter manipulation in an effort to gain access to the aneurysm for coil placement. However, the physician was unsuccessful and converted to a 10 coil system due to additional challenges of working with a larger catheter. The aneurysm was ultimately accessed with a 10 coil system microcatheter (terumo headway 17 microcatheter) and the aneurysm was secured with coils. At the conclusion of the procedure, thrombus was observed forming in the ica, perceived by physician to have occurred as a result of multiple attempts to access the aneurysm with the larger penumbra catheter. At the conclusion of the case, reopro, a clot dissolving agent, was used to reduce/eliminate clot formation. The patient did well with no known deficits.

Manufacturer narrative:
Conclusion: thrombosis is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Device retained by hospital.